Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery, the surgeon was unable to remove the femoral head from the trunnion due to cold-welding. While rotating the femur for stem extraction, a pathological fracture of the greater trochanter occurred. The fracture was stabilized while reattaching the detached musculature. Attempts were made to obtain additional information; however, none was available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting during revision surgery, the head was unable to be removed and the decision was made to remove stem component. During rotation of the femur, a pathologic fracture of the greater trochanter occurred secondary to significant osteolysis of the surrounding area from previous metallosis. DHR was reviewed and no discrepancies were found. The root cause is unable to be reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.